Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device. Upon receipt of the complained instrument it could be confirmed that the tip of the cerclage passer is not broken off as previously mentioned in the device report but one of the tubes is slightly deformed and presents scratches and dents. The review of the production history revealed that this instrument was manufactured in december 2014 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing-related issues that would have contributed to this complaint were found. Furthermore these instruments are function checked per 100% before they leave the manufacturing site. Based on these findings it is likely that too much force while inserting the cerclage passer was applied and caused the deformation of the tube. In this regard please note that further information / precaution hints can be found in the respective surgical technique guide. The manufacturing investigation did not reveal any indication of material or design-related issues. Common name is orthopedic manual surgical instrument. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no patient involvement. Additional product code: fsm. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 19 december 2014. Further review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the tip broke off after the surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Retraction: based upon the conclusions drawn during the product investigation, which was completed on december 4, 2015, the complainant part has been re-assessed and found to be non-reportable. The event is not likely to result in patient harm or the need for additional medical intervention. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Retraction: based upon the conclusions drawn during the product investigation, which was completed on december 4, 2015, the complainant part has been re-assessed and found to be non-reportable. The event is not likely to result in patient harm or the need for additional medical intervention.